Event description:
A pt was ambulating, and vad (ventricular assist device) alarmed showing pump stop and restart. After returning to bed, stop/restart occurred several times. The pt remained asymptomatic, and vital signs [were] stable. The problem [was] isolated to battery [it was] removed from service and returned to micromed.